Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Information was received that the product will not be returned for evaluation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "light window on cmac blade present before intubation and noted missing after decontamination post case but before being placed into sterilizer. May have fallen off during case or during decontamination. Patient being monitored in case they did inhale the small glass window. CT conducted to determine if they can see it but nothing showed up on CT. Patient was fine in recovery after their procedure. Discharged and home for 3 days now without further incident.

Manufacturer narrative:
Result of investigation: the product was not returned for examination, so a detailed technical investigation is not possible. The customer reported "light window on cmac blade present before intubation and noted missing after decontamination post case but before being placed into sterilizer. May have fallen off during case or during decontamination.". A most likely cause for the missing cover glass/ light window is improper reprocessing, during which the adhesive bond came loose, and the cover glass probably fell out. The event is filed under internal karl storz complaint ID: (B)(4).